Event description:
It was reported that the insulin pump alarmed button error. The customer had reverted to a backup plan. The customer stated that they had been using the device for four years. The customer's blood glucose was 4.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.